Manufacturer narrative:
There is no evidence to suggest a device malfunction occurred. The blood loss was reviewed with facility staff. The pt insisted upon abandoning the treatment without return of blood following the system alarm. Occasional alarms during hemodialysis treatments are expected and should not result in a blood loss if device labeling instructions are followed. Device labeling instructions provide adequate troubleshooting for alarms and manual rinseback of the pt's blood in the event alarms are not resolved promptly. Add'l training has been provided by facility staff. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the previous day, a system alarm occurred. The pt did not want her blood returned after the system alarm occurred. Treatment was discontinued and the cartridge discarded without rinseback of the pt's blood resulting in an approx 210cc blood loss. No medical intervention was required.